Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. In the month prior to the receipt of this report, the patient was hospitalized for 2 days for suspected peritonitis. Eleven days later, the patient was readmitted to the hospital for peritonitis. On an unknown date, the patient was treated with fortaz (dose, route, and frequency unknown) and vancomycin (dose, route, and frequency unknown) for peritonitis. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. Additional information was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896597. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.